Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead had dislodged. The lead was explanted and replaced. The patient was in stable condition before and post surgery. No additional information was reported.